Manufacturer narrative:
No device will be returned per customer.

Event description:
It was reported that the point-of -are unit and attached devices turned off unexpectedly. There was no impact on the patient.